Event description:
It was reported, following a normal pump replacement, the patient had a return of symptoms. The patient was experiencing spasticity and decreased pain relief. It was felt the system was not functioning properly. The catheter had been implanted for over ten years. The patient was scheduled for catheter replacement. It was decided to replace the pump again as well in case, it was a pump issue. No device troubleshooting was performed. The drug used in the pump is a mixture of morphine and compounded baclofen. No dose or concentration were reported. The patient recovered without sequela.

Manufacturer narrative:
Only the pump was returned for analysis which was not available on the date of this report. A follow up report will be submitted when device analysis is complete.